Event description:
It was reported that the patient complained of syncope while the physician was conducting a sleep study. It was noted by the physician's office that the patient cancelled their appointment after complaining of the syncope and has been "lost to follow up" since then. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.